Event description:
At approx 2300 cvps [central venous pressures] were reading negative numbers. Upon line assessment, when brown lumen aspirated noted air in hemodynamic tubing. Tubing was disconnected, primed, and reconnected. When I aspirated a second time, more air aspirated into hemodynamic tubing. All tubing removed from brown lumen and saline flush connected directly to brown lumen hub. When brown lumen flushed, fluid was noted leaking out of a hole in the brown lumen. Lumen clamped below the hole. Cvl [central venous line] subsequently exchanged over wire without complication due to ongoing need for triple lumen line.